Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch cable (which belongs to the system) was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 26, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the footswitch cable. (B)(4).

Event description:
Corrected information was received regarding the event. There was a system message displayed and it was noted that the footswitch cable was damaged at the edge closest to the footswitch.

Event description:
Corrected information was received regarding the event. There was a system message displayed and it was noted that the footswitch cable was damaged at the edge closest to the footswitch.

Manufacturer narrative:
(B)(4).

Event description:
A nurse reported a footswitch malfunction during a procedure. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).